Event description:
It was reported an external fluid leakage was observed from the lower end of an unspecified u9000 filter set during prime. The filter set was replaced and the issue resolved. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name : e1: initial reporter facility name: e1: initial reporter address: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.